Manufacturer narrative:
Section b3: date of event: unknown, not provided, but the best estimate date is between mar 23, 2023 and oct 31, 2023. Section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a toric multifocal intraocular lens (iol) was explanted from the patient's right eye, due to mechanical complications, described as unspecified injuries. There was incision enlargement, but no vitrectomy and no sutures required. Another johnson & johnson toric lens of different model diu150, but the same diopter and cylinder was used as a replacement. The patient tolerated the procedure well. The suspect product was discarded. No other information was provided.